Manufacturer narrative:
Added g3/g4, h1/h2, h6.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention include arterial or venous thrombosis and / or pseudoaneurysm. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, the patient underwent an endovascular procedure to treat an aneurysm utilizing the gore® excluder® aaa endoprosthesis and gore® excluder® iliac branch endoprosthesis in zone 9. It was reported that during the final angiogram, a clot was identified in the right iliac artery at the site where the contralateral leg was placed. The physician put negative on a sheath to extract the clot. The physician does not attribute the clot to the device itself, suggesting instead that a fragment of mural thrombus may have dislodged during the procedure. Additionally, there was thrombus noted on the pre-procedural cta used for case planning. The patient tolerated the procedure.